Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events leading up to it according to the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. Customer technical support provided information on how to reset the pump, which the caller followed successfully, as the malfunction did not recur. The customer was advised to call back if the malfunction reappeared but was cleared to continue using the pump.